Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient experienced onset of pain that has progressively worsened over the last 4 months. He experiences stiffness and soreness, and has difficult walking. Sometimes his right knee gives out. X-rays show well positioned implant without signs of loosening. Exam shows hyperextension of 10-15 degrees. 10 degrees of varus/valgus opening with palpable crepitus with stress of the collateral ligaments. Leg lengths equal. Note: patient had hyperextension noted at (B)(6) 2016. Tibial subsidence was also found prior to the revision.

Event description:
Patient experienced onset of pain that has progressively worsened over the last 4 months. He experiences stiffness and soreness, and has difficult walking. Sometimes his right knee gives out. X-rays show well positioned implant without signs of loosening. Exam shows hyperextension of 10-15 degrees. 10 degrees of varus/valgus opening with palpable crepitus with stress of the collateral ligaments. Leg lengths equal. Note: patient had hyperextension noted at (B)(6) 2016. Tibial subsidence was also found prior to the revision.

Manufacturer narrative:
Reported event: an event regarding instability involving an triathlon baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: re pi - which represents a male patient, dob (B)(6) 1950 described as 74 inches tall and weighing 250 pounds. His date of implantation is listed as (B)(6) 2015 and explanation (B)(6) 2021. The event description states:¿... Pain ... Worsening over the last 4 months ...exam shows hyperextension of 10-15 degrees, 10 degrees of virus/valgus opening ... Tibial subsidence ... Found prior to the revision.¿ on (B)(6) 2021 ¿operative report ... Revision right total knee replacement, single component, cemented tibia ... Pre/post-op diagnosis: instability right total knee ... Spinal anesthesia ... Findings: instability right knee ... Tibial component subsided posteriorly ...instability and hyperextension... Femoral and patellar components well fixed ... Tibial component removed ... Excellent bone left on tibial surface ... Proximal resection with reamer based cutting guide ... Medial and lateral augments ... Implants cemented into place ... Triathlon universal tibia with 5 mm medial and lateral augments and 13 mm stem ... Tibial insert 19 mm ts ...¿ no clinical or pmh, no primary tka operative report, no imaging studies, no examination of explanted components. While the revision operative report appears to confirm the event description, insufficient data is presented to create a medical report for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient knee was revised due to instability. A review of the provided medical records by a clinical consultant rejected and stated that : "while the revision operative report appears to confirm the event description, insufficient data is presented to create a medical report for this case". The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.